Event description:
It was reported the perclose representative was training a new radiology technologist two perclose devices were attempted unsuccessfully. An angio-seal was then deployed successfully. The patient returned to the emergency room later that night with leg pain. An angiogram revealed a total common femoral artery occlusion above the closure site. The patient underwent successful surgical intervention.

Manufacturer narrative:
No product was returned for evaluation. Review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause for the vessel occlusion could not be conclusively determined. The angio-seal device instructions for use (IFU) caution should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.